Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. On (B)(6) 2026, post the implantation, the port was allegedly leaked. The port was explanted. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.